Event description:
It was reported that patient underwent a total hip arthroplasty on (B)(6) 2015. During the procedure, the inserter fractured during use. A piece fell into the patient but was removed. There was no delay and another inserter was used to complete the case.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Lot number - unknown; manufacture date ¿ unknown.